Manufacturer narrative:
B4: (B)(6) 2021. The fse replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was put back into service. Although requested, no parts were returned for failure investigation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Event description:
The customer called technical support (ts), reporting that the device does not charge on the battery. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. There was no adverse event reported, and the customer continued using the device until the end of therapy. There was no delay to therapy, and no medicinal intervention provided to the patient. The field service engineer observed the "battery failed" error, and performance tests were performed. The reported issue was confirmed and was traced to a depleted battery. The device works fine. The customer's supplies department was called to provide a replacement battery.